Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have failed initial continuity testing. Upon further inspection, it was found that the wire within the main tube was routed across/between hypotubes. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not functioning. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue involved complete loss of cautery, or intermittent/low energy delivery. The instrument did not move with non-intuitive motion (movement in the opposite direction). The issue did not involve limited or imprecise motion (e.g., tips not opening, tips not closing, instrument not moving/ remains static). The issue did not involve any sign of sparking, arcing, or thermal damage observed. The issue did not involve any physical damage at the distal end (e.g., broken/frayed cable, loose cable, misaligned/bent tips, etc.). It is unknown if there was any damage visible on the conductor wire (black cable). There was no injury to the patient.